Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his insulin pump alarmed no delivery during a bolus attempt. The patient's blood glucose was 506 mg/dl last time he checked. No mention of treatment or symptoms occurred. Troubleshooting was initiated for the no delivery alarm. The cannula was not bent. A prime was successfully run through the tubing. The customer was advised that his site may have been occluded. One infusion set will be returned and a replacement set was shipped to the customer.